Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00371. It was reported the patient is experiencing ineffective therapy to his right ankle and foot. X-rays did not reveal any migration. System has been reprogrammed numerous times and effective therapy quickly diminishes. A scs trial was performed; however it was unable to provide resolution. The drg system remains implanted, although the patient is not currently using the system. The manufacturer has not been informed of any further planned intervention for this issue.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00371. Follow-up information indicated the patient turned stimulation on and continued to experience ineffective stimulation. Another x-ray was taken and again did not reveal any migration. System was reprogrammed and patient is to evaluate the settings for effectiveness. Patient also consulted with physician and no interventions are planned at this time.